Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter first name and last name: dr. (B)(6) presented this case during the (B)(6) course held on (B)(6), 2024. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on an unknown date. During the procedure, the distal flange was deployed outside of the jejunum and into the peritoneal cavity, while the proximal flange was deployed in the gastric lumen. A scope was passed through the axios stent and into the peritoneum, and jejunal access was obtained. The procedure was completed, but it is specifically unknown how it was completed. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts = 6cm in size and walled-off necrosis = 6cm in size with = 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum. No further information has been obtained despite good faith efforts.